Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The upper and lower handles were out of adjustment and not holding properly. The shock cushions were worn and needed to be replaced. The unit was received with the standard adaptor and not the tri-star adaptor. The DHR documentation showed no abnormalities related to the reported failure. The device was manufactured in 2015. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the a2009 ultra 360 patient positioning system was not working. There was no known patient injury or surgery delay.